Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred and the patient died. The target lesion was located in the left anterior descending artery. After pre-dilation was performed using a 2.0mmx12mm non-bsc balloon catheter, a 2.25x32mm promus premier drug eluting stent was advanced to treat the lesion. However, it was noted that the stent came off the balloon. The physician tried to retrieve the device, but it was unsuccessful as the stent lodged in an unreachable location. The procedure was completed with a different device, however the patient expired on the same day.